Event description:
The patient's family member reported that family member used the suspect device to check patient's blood glucose. Family member obtained a result of 387 mg/dl. Family member then dosed patient's insulin. About 1 1/2 hours later patient experienced a hypoglycemic event. Family member tried to give patient orange juice and glucose paste and was not successful. Family member called the paramedics and upon arrival family member used the suspect device to check patient's glucose and the reading was 422 mg/dl. Patient was transported to the hospital, where their glucose was 53 mg/dl on a hospital meter. Patient was treated with a glucose IV and released about four hours later. Glucose controls were reported as being in range on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.